Event description:
A report was filed stating that a customer's pump had a cracked or shattered touchscreen, rendering it unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The pump was set to be returned for inspection, and a replacement pump with a different serial number was provided.